Manufacturer narrative:
A medtronic representative reported that all instrument trays including both the spinous process array and the percutaneous array were verified. Multiple surgeries have been performed at this site since the initial issue and all surgeries have been accurate. As the system was fully functional, logs were inconclusive, and there were subsequent successful surgeries, the software investigation was unable to determine probable cause without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a direct lateral interbody fusion (dlif) spine procedure, the surgeon alleged a 3-5 millimeters superior inaccuracy. The surgeon found he breached the pedicle, broke through the vertebral body, l3 patient's right side. Navigation first spin, when the surgeon was inserting the spacer using the clydesdale (55x26) trial, he noted being inaccurate. When the surgeon was mid-line to the vertebral body, navigation showed that he was past mid-line and in the middle of the vertebral body. The surgeon opted to discontinue the use of the o-arm images and the navigation system and continued the procedure with the use of a c-arm to place the spacer. To set the patient up for screw placement the patient was flipped in the prone position. They placed a new spine percutaneous pin reference frame and took a new o-arm spin. Surgeon did not confirm accuracy after this spin was taken in spine software. The surgeon deemed being accurate on the first pedicle and placed the screw. On the second pedicle (right l3) the surgeon realized being inaccurate approximately 3-5 millimeters superior. The surgeon opted to complete the procedure without the use of the navigation system and proceeded with using the c-arm to completion. A post-op spin confirmed breech of pedicle. There was no delay to surgery.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the screw was repositioned. Patient not affected. No further issues have been reported.